Event description:
Additional reporting was received that the wound site healed on its own, and the issue is considered resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient possibly developed an infection at the ipg site, which appeared red. As a result, antibiotics were administered. Surgical intervention may be pending to address the issue.